Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high glucose results. The patient reported blood glucose results of ¿235 mg/dl" on a lifescan meter compared to "137 mg/dl" on an unknown meter. The complaint is being reported for the following reason: based on statistical methodology, the difference between the two results (71.5%) exceeds the maximum acceptable value of up to (B)(4) difference between readings compared to another meter and taken within 30 minutes of one another. The issue was not resolved with troubleshooting. The patient did not report any blood glucose readings, symptoms, or treatment suggestive that an acute complication of diabetes occurred.

Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (09/22/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/5/2013 and 9/13/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.